Event description:
Caller states, that five pins on the inform meter are blackened. No report of melting or burning. No adverse event reported. Requested return of suspect device and replacement was sent.